Manufacturer narrative:
The incident information was reviewed; however, there was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The patient effects of swelling, thrombosis and medication are listed in the prostyle instructions for use, as potential adverse events associated with use of the suture mediated closure devices. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that a venotomy closure of the right common femoral vein was done successfully using a prostyle device after a cardiac ablation procedure with an 8.5f sheath. There were no issues at the time of procedure; however, 8 days post-procedure, the patient complained of swelling in the leg and was diagnosed with deep vein thrombosis (dvt) on the center to peripheral. Direct oral anticoagulant (doac) medication was given to treat the dvt. The central dvt recovered fully, the peripheral dvt became smaller and doac treatment is ongoing. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.